Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The home patient (hp) said she had mice in the home and they were biting thru the lines. The technical service representative (tsr) reviewed the alarm. A follow up was made via phone call with the home patient (hp) regarding the alarm. The hp confirmed the cause of the alarm was animal damage. The hp stated he discarded the sample and did not know the lot number. Per the hp, she was going to move into a nursing home until the issue was resolved. The hp explained she did notify her nurse of this issue. There was no patient injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore, a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the animal damaged the lines. The home patient (hp) said she had mice in the home and they were biting thru the lines. The hp confirmed the cause of the alarm was animal damage. This review finds the training and label materials adequate related to the use/user error that occurred that led to the system error 2240. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).